Manufacturer narrative:
Patient ID and date of birth are not available for reporting. Exact date of event is unknown. UDI # (B)(4) expiration date and lot# are unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, a patient underwent a surgery for femur trochanteric fracture. During the surgery, the bone reduced and it became extramedullary and it was sliding after the surgery. The patient felt pain on outer part of the blade and the surgeon confirmed infection. He used an antibiotic and the patient attended the hospital once a month. In (B)(6), it was noted that there was a clear zone around the blade tip and the insertion part. The surgeon stopped using antibiotic because condition of the patient was getting better on (B)(6) 2016. The bone didn¿t cure smoothly and caused delayed union. Then, the blade cut out. On (B)(6) 2016, patient underwent revision procedure to extract the blade because the pus (infection) was found in the blade insertion part. Prior to initial surgery, the patient was using walker. The surgeon commented that fundamental problem is the patient has diabetes but there was a possibility that the cause was the sliding and cutout. Information about patient outcome was not available. Complaint about blade cut out is captured under (B)(4). This report is for one (1) ti cannulated tfna 170mm-sterile. This is report 1 of 3 for (B)(4).